Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Flow accuracy testing was performed and passed. The device was tested for downstream occlusion detection and was found to detect downstream occlusion within specified pounds per square range (psi) and within specified time. The reported condition was not verified. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'infusion error ' was not evidenced through the event history log review. The device was not received for evaluation; however, during a due diligence call, the user identified that the non-vented bottle was not properly set up. The cause of the reported event was determined to be a user error of a non-vented bottle set up. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrumiq pump had an infusion error resulting in patient awareness while under general anesthesia. The event occurred during a procedure for hysteroscopy and intrauterine device insertion in the operating room. The patient was intubated for the procedure and received muscle relaxation. A propofol infusion (dose, programmed amount and delivery rate unknown) was used to maintain general anesthesia. Following the procedure, the patient reported awareness during the procedure but was unable to move and communicate. The infusion pump did not alarm or signal any occlusion, however, registered as infusing during the entire case. The user reported that the non-vented bottle was not properly set up. The patient is reportedly experiencing "flashbacks and difficulty sleeping" as a result of the event. No additional information is available.